Manufacturer narrative:
It was reported that the patient developed an alleged infection. A revision surgery was performed on (B)(6) 2023. Where the surgeon performed a washout and did not revise any implants. The date of this patient's original surgery is unknown along with the product information of the devices implanted. No additional information regarding this adverse event has been reported. Ultimately, the root cause of the patient's infection was unable to be determined. A review of the work order and sterilization batch release record for the product involved could not be performed as the product information is unknown. However, device history records are reviewed prior to releasing products to the field to verify that the products have been manufactured to their required specification, as well as inspected to ensure compliance with their engineering drawing. If additional information is received regarding this event, this complaint will be updated accordingly.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient developed an alleged infection. A revision surgery was performed on (B)(6) 2023 where the surgeon performed a washout and did not revise any implants. The date of this patient's original surgery is unknown along with the product information of the devices implanted. Attempts were made and no additional information has been provided.